Manufacturer narrative:
Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Device received was properly tested using a test battery cap. The stop (idle) current and run current measurement tests are within specification. Device also passed displacement test, self test and off no power alarm test. No failed battery test alarm noted during testing. Device received with cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The doctor reported via phone call that the insulin pump had failed battery alert. The customer¿s blood glucose level was unknown. The doctor also stated that the insulin pump had crack on the battery compartment. The doctor reported that the insulin pump was unable to be rewound. The doctor also stated that they were unable to troubleshoot at the time of call. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.